Manufacturer narrative:
Device not returned.

Event description:
It was reported that the patient line became broken. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 350 mg/dl.